Manufacturer narrative:
Date of implant and date of explant unknown, aware date was used as estimate. Journal article: bundy, j., et al. Abstract no. 289 technical successes and procedural outcomes using 3-mm endobronchial and 2.25-mm myocardial forceps to retrieve long-dwelling (> 9 years)permanent inferior vena cava filters: experience in 34 consecutive patients. Journal of vascular and interventional radiology 31.3 (2020): s130.

Event description:
Reported via journal article. It was reported via journal article that a patient had their greenfield filter explanted. Ivc filters that were removed from january 2006 to may 2019 were reviewed. Of the 284 patients discovered, 34 met inclusion criteria. The indications for permanent filter retrieval included: iliocaval thrombosis (n=23), strut fracture or migration (n=6), patient request (n=4), and future open thoracoabdominal aortic aneurysm repair (n=1). Results: there were 16 greenfield filters that were included in the study. 30 out of the 34 permanent filters were removed. One patient with a greenfield filter developed small ivc intimal injuries and pseudoaneurysms which resulted in contained leaks with no long-term complications.